Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The pmiompm cable was not returned to integra for failure analysis investigation and the reported failure ¿catheter cable (previously catheter) defective¿ was not confirmed since the fault confirmation could not be completed as the product was not returned. The DHR review was not completed for pmiompm1 cable as the lot number was not available. Date of manufacture: unknown; the DHR review will be updated if the lot number becomes available. Trending analysis was completed by the root cause identified in the failure analysis investigation. No review of non-conformance reports (ncrs) is deemed necessary as the root cause of the complaint incident was not determined due to product not returned. Trending analysis has concluded no further action is required for the complaint investigation. Further incidents of this nature will be monitored for recurrence and trending purposes conclusion: root cause not determined; product not returned.

Event description:
The catheter cable was reported to be defective. No other information was provided. Additional information has been requested but none received to date.